Manufacturer narrative:
Philips service replaced the host pc (459801208611) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that host pc failed to boot, preventing system power-up on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.